Manufacturer narrative:
Failure analysis in progress. Follow up will be submitted once quality investigation is complete.

Event description:
It was reported that during testing conducted at the manufacturer facility blade whip was observed during cut testing, causing the blade to pop out of the incision. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during testing conducted at the manufacturer facility blade whip was observed during cut testing, causing the blade to pop out of the incision. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported blade whip was confirmed by a manufacturer service technician through funcaitonal evaluation. A loose drive link was identified as the probable cause of the reported event.